Manufacturer narrative:
Results: the lantern delivery microcatheter (lantern) was fractured approximately 82.5 cm from the hub. Conclusions: evaluation of the returned device revealed that the lantern was fractured. This type of damage typically occurs due to improper handling during use. If the device is forcefully advanced against resistance, the catheter may become kinked and subsequently fractured. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a uterine fibroid embolization procedure using a lantern delivery microcatheter (lantern). During the procedure, while advancing the lantern through an unknown sheath, the physician experienced resistance; subsequently, the lantern became kinked and broke into two pieces. The physician then removed the lantern and the procedure was completed using a new lantern and the same unknown sheath. There was no report of an adverse effect to the patient.